Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. If the connection comes loose, disconnect the infusion set from your body before tightening. This can cause hyperglycemia (high bg).

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) over 500 mg/dl. Reportedly, the luer lock connection was loose or not straight/secure. Customer performed a supply change to address the issue. Customer¿s bg had decreased to 300 mg/dl at time of report.